Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "5 lives unused". The instrument was placed on a test system and was recognized with 3 uses remaining. Reviewed instrument usage history to determine the number of uses remaining as well. Data showed the instrument also had 3 uses remaining. Additional observation not reported was that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the additional failure of a broken pitch cable at the distal end of the instrument to not be related to the customer reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the tenaculum forceps was not used on the reported event date of (B)(6) 2021 which confirms that the issue was identified prior to instrument usage on the reported event date. The device was last used on (B)(6) 2020 on system (B)(4). The instrument had 3 uses remaining after the last use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a tenaculum forceps instrument expired prematurely and had five lives unused. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.